Manufacturer narrative:
Per tandem user guide: the dexcom g6 cgm only allows pairing with one medical device at a time. Ensure your cgm transmitter is not connected to the dexcom receiver before pairing with the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter was paired to the dexcom receiver and the customer disconnected the transmitter from the dexcom receiver. The transmitter and pump regained connection however customer contacted tandem technical support after initial call to report the issue persisted. Reportedly, the transmitter and pump regained connection. No additional patient or event information is available.